Event description:
"Oxygen supply failed" displayed on screen and in logs. Vent is only able to achieve ~35% o2 when fio2 set to 100%. Failing o2 input test in service software.

Manufacturer narrative:
This issue is deemed a reportable event since the malfunction. Oxygen supply failed" can lead to a delay in the therapy since the ventilator cannot be used. Another ventilator must be made available. The root cause of the ventilator was a malfunction of the o2 mixer assembly. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.